Manufacturer narrative:
The insulin pump received with no button response due to unlocked lcd keypad connector and the up and down arrow buttons have flattened button dome switch. The insulin pump received with cracked reservoir tube lip, cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, and case scratched.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported via phone call that the customer's insulin pump alarmed had an unresponsive button. The patient's blood glucose at the time of incident is unknown. The caller did not know if the pump had been bumped or dropped. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.